Event description:
He received normal control test results of 22 and 26 mg/dl. The range is 88-119 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.